Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture confirmed via mammogram and ultrasound completed and an exchange of textured devices due to patient's concern. Device remains impanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported a right side rupture confirmed via mammogram and ultrasound completed and an exchange of textured device due to patient's concern. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d3, d6b, g1, h6.

Event description:
Device has been explanted and replaced.